Manufacturer narrative:
B3 date of event was estimated based on aware date as event date was unknown. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this complaint has been assigned the cause code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the guidewire fracture could be related to operational factors such as handling, technique, among others that caused the reported event, furthermore, batch record review concluded that no manufacturing deviations were identified during the manufacturing process.

Event description:
It was reported that a device fracture occurred. The 60% stenosed target lesion is located in a moderately tortuous and moderately calcified artery. A comet pressure guidewire was selected for a coronary angioplasty procedure. During the procedure, it was noted that the device did not give a reading and the device looked fracture. The procedure was completed with an alternative device. There were no patient complications. It was further reported that the distal tip was fractured but was not detached which occur outside the patient, upon opening the package.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). B3 date of event was estimated based on aware date as event date was unknown. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device fracture occurred. The 60% stenosed target lesion is located in a moderately tortuous and moderately calcified artery. A comet pressure guidewire was selected for a coronary angioplasty procedure. During the procedure, it was noted that the device did not give a reading and the device looked fractured. The procedure was completed with an alternative device. There were no patient complications.